Event description:
It was reported that the deep brain stimulation (dbs) patient experienced high impedance measurements on the right-side lead at contact l-4 resulting in inadequate stimulation leading to discomfort. The patient underwent a revision procedure where the lead extension was replaced. The patient was doing well postoperatively, and the impedances were resolved and patient was receiving adequate stimulation. The explanted device was retained by the medical facility and was not returned.